Event description:
It was reported during a follow up, loss of capture and a decrease in sensing amplitude were observed. Fluoroscopy revealed externalization conductors. The lead was explanted and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.